Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered an alert for low impedance. An interrogation also indicated oversensing noise and many short v-v episodes. It was noted that the alert and oversensing took place while the patient was having an ablation procedure. Non-invasive testing and lead impedance tests were completed post the ablation. The impedance readings were normal and the noise was not able to be reproduced. No reprogramming has been completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.